Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, the tubing sets were being used to deliver 100ml of unspecified contrast medium, at a rate of 3ml/sec, via a power injector. After unspecified lengths of time during the injections, the tubing separated from the clave port of the tubing sets. Unspecified volumes of blood loss were noted. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.